Event description:
It was reported that the patient developed vocal cord paralysis suddenly, and there was no trauma. It resolved over time with no intervention. No further relevant information has been received to date.

Event description:
Information was received from the physician noting that the cause of the vocal cord paralysis was due to vns stimulation.